Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was not getting coverage on the left side. It was noted that the patient has a cervical lead in place for bilateral neck and upper extremity pain. Reprogramming was attempted, and the patient did not get paresthesia in the left upper extremities or neck. The patient was referred to a surgeon for an x-ray and follow up. It was reported that the cause of the issue was not yet determined. The patient was going to follow up with the surgeon to review the x-rays on (B)(6) 2019. Additional information received from a manufacturer representative (rep). It was reported that there were no issues with lead integrity. The lead positioning had not changed from implant. It was said the lead may have been biased toward the right. The patient was being referred back to a neurosurgeon for a possible lead revision. No further complications were reported.

Manufacturer narrative:
Product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Analysis of the implantable neurostimulator and lead have not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins was removed and replaced with a new one. The ins was sent back for analysis. The issue was resolved by replacing it with a new unit. The lead revision did resolve the patient's coverage issues and he now had bilateral coverage. The hcp stated that the patient probably wasn't getting left-sided coverage because the lead was off to the right side. Scar tissue was preventing her from getting the lead directly mid-line. No further complications were reported.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 s/n:(B)(6) found no anomaly. Analysis of product ID 977c190 lot# serial# (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was having a paddle revision as the patient¿s coverage was more on the right side than bilaterally so they need more left sided coverage. The revision occurred on (B)(6) 2019. The patient was in surgery during the call. It was also mentioned that since two weeks after implant, every two weeks since then, the patient reported that the ins was getting hot. It was indicated that this occurred while the patient was using the ins normally and not during recharging. The patient indicated that the heat lasted for ¿a little while,¿ no more specifics were given. The caller was inquiring if the ins should be replaced today as they were doing the lead revision. The caller didn't know if the ins had been turned off at all to resolve heat or as a troubleshooting step. It was indicated that the pocket site looked normal today and the physician also examined it. The caller stated that impedances were normal. The patient was in surgery at time of the call so no troubleshooting could be done. Technical services reviewed that the device appeared to be functioning normally from the limited information provided to them and that this may be a medical issue or related to the patient¿s anatomy, in either case, replacing the ins may not resolve the issue. Technical services reviewed that the replacement may not be necessary at this point, but it was up to the physician and any explant product should be returned. It was suggested that if the ins remains in place for more formal troubleshooting steps. The event occurred since (B)(6) 2019 (two weeks after implant). It was indicated that the patient weight (B)(6). No further complications were reported/anticipated.